Manufacturer narrative:
Despite multiple requests, no additional information was available from the local representative. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a right atrial (ra) lead was opened, but the lead was never used due to a subclavian perforation from a long sheath. No additional information was provided. No additional adverse patient effects were reported.